Event description:
Reporter stated the customer received a result of 480 mg/dl at 2:41 a.m. On the aviva combo system. She delivered 6.5 i.u. Of insulin via the infusion device. She had hypoglycemic symptoms at 3:35 a.m., including feeling groggy and dizzy. Her blood glucose was 39 mg/dl measured with the aviva combo system, and she ate 4 b.e. Her blood glucose was then 261 mg/dl at 3:50 a.m. Measured by the aviva combo system and 77 mg/dl at 3:54 a.m. Measured by the nano system. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1. (B)(4).